Event description:
Procedure type: gastric bypass. According to the reporter: during the gastro-jejunostomy the stapler did not open after firing. The doctor had to cut off an extra margin. There was no pt injury.

Manufacturer narrative:
(B)(4).